Manufacturer narrative:
The insulin pump passed the displacement, operating currents, error test, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. However, the pump alarmed during the self-test due to faulty radio frequency board. The pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call of radio frequency pic failed self-test and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 164 mg/dl. The mother stated that about once a day, the pump would throw a code then blink off and then count down from six. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that a temporary basal was not programmed before the alarm occurred. The mother also stated that her daughter's sugar has been running kind of high. The mother declined to troubleshoot for high readings. The customer will be sent a replacement pump.